Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies, and all setscrews moved freely and operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not reproduce of confirm the field allegation and the device met specification.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead became damaged when the physician did not entirely loosen the distal setscrew before removing the lead from this associated pulse generator being changed out for normal system upgrade. Separation of the pace/sense terminal pin was evident.

Manufacturer narrative:
The lead was surgically abandoned as a result. This associated device has not been returned to boston scientific. There were no reported adverse patient effects.